Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as a peritoneal infection. The cause of the peritonitis was reported as the patient ¿payed less attention to diet¿ (no further detail). It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime and vancomycin (routes, doses and frequencies were not reported). Pd therapy was ongoing during the treatment. On an unreported date, the patient was recovered. No further detail was provided regarding whether pd therapy continued to be ongoing. No additional information is available.